Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. Printed circuit board found out of calibration. (B)(4).

Event description:
It was reported the device was unable to sense intrinsic heart activity correctly (undersensing). The problem was confirmed in simulated test. The device was returned for repair. No patient complications have been reported as a result of this event.